Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with a clearlink system non-dehp secondary medication set. This occurred during patient infusion with antibiotics. The secondary set was connected to a non-baxter pump tubing and there were no visible obstructions observed with the affected set. There was no patient injury or medical intervention associated with this event. No additional information is available.